Event description:
It was reported by service report that when the head of the bed was lowered, it returns to it's previous position without help due to hand pendant that was wedged under the fowler, causing the buttons to be depressed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - phantom motion. Issue was resolved for the customer by removing the bed pendant from being wedged underneath the fowler.